Manufacturer narrative:
(B)(4) - during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation, incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Additionally, the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. The failure to pre-dilate likely contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat in-stent restenosis of a non-abbott stent in the proximal right coronary artery with moderate tortuosity and heavy calcification. There was 99% stenosis in the distal side of the implanted stent. The 2.5 x 18 mm xience v stent delivery system (sds) was advanced for direct-stenting, but became stuck with the proximal end of the implanted stent and dislodged. The stent remained in the left main trunk; therefore, a non-abbott balloon was used to retrieve the stent; however, during removal, the stent dislodged again, and went in the descending aorta. A basket snare was advanced and successfully retrieved the stent from the patient anatomy. There was no further treatment performed, and the procedure was completed. No additional information was provided.